Event description:
On (B)(6) 2012, the patient's mom/reporter claimed the patient wakes up with blood glucose in the 500's mg/dl when the animas insulin has intermittently power issue. Reportedly the patient did not require any medical intervention but had symptoms of very tired and nauseous. The reporter indicated that the subject pump has a short battery life and powered down during the night. The issue was not resolved during troubleshooting. The product was requested back for investigation. This complaint is being reported because the patient allegedly had hyperglycemic blood glucose after the power issue began.

Manufacturer narrative:
(B)(4). Supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of pump history indicated no power issues. The data from the time of the reported event is not available for review due to continued pump use. The dates in the black box run from (B)(4) 2007 to (B)(4) 2007. The pump histories show the date changing from (B)(4) 2012 to (B)(4) 2007. The daily insulin delivery totals are inconsistent due to the time and date issue. There are no low battery warnings or replace battery alarms observed in the black box. There was no evidence of short battery life observed in the pump histories. There was no damage found to the battery cap or compartment. The battery cap was able to attach securely to the pump. There were no battery cap connection defects found on investigation. The pump powers on normally with no alarms. The pump was exercised for 29 hours with no delivery issues and no power issues occurring. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. Unrelated to the power complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.